Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The costumer reported via phone call that customer had high blood glucose value 450 mg/dl it leads to hyperglycemia. Auto mode/smartguard feature was not active at time of high blood glucose event. Customer also stated that they received no delivery occlusion alarm. The device will be returned for analysis.